Manufacturer narrative:
This report is submitted on january 08, 2024.

Event description:
Per the clinic, the patient experienced an infection at incision site and subsequently was treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics on november 25, 2023 (duration not reported). This report is submitted on july 22, 2024.

Manufacturer narrative:
Correction: the correct date of this report (b4) and date received by manufacturer (g3) is december 05, 2023; not december 13, 2023 as previously reported. Per the clinic, the patient was hospitalized (date and duration not reported). The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on march 19, 2024.